Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this lead will be analyzed and this investigation will be udpated.

Event description:
Boston scientific received information that during a replacement procedure of the associated device this right ventricular (rv) lead displayed high out of range shock impedance measurements. Upon inspection of this lead an insulation defect was discovered on this rv lead. A portion of this lead was removed and will be returned for analysis. A new lv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of this lead was performed. The returned lead was severed 190 mm from the terminal pin and only the proximal segment was returned. There were slight surface abrasions noted only on the terminal legs. Laboratory analysis confirmed that the distal hv cable is fractured at the proximal end of the yolk stake block. X-rays confirm that the cable was properly captured inside the stake block. Bench testing has confirmed that this type of separation can occur if the lead is removed from the header by holding onto the yoke instead of the terminal legs and pulling with force. Laboratory analysis was able to confirm the reported allegation.